Event description:
Add'l info rec'd from MFR 10/29/03: conclusion: this symptom has never been reported previously in the 22 years this technology has been on the market, or in any research study on these, or any other cranial electrotherapy stimulator. It is probable that this pt, who is evidently diagnosed as having an attention deficit disorder (add), had anxiety over the use of this device which caused them to experience the "odd sensation in chest" that was reported. The reporting physician did not consider the reported event significant enough to require any further diagnostic work-up or therapy. Further, the pt has not experienced any permanent impairment of any body function in the two months since this problem was reported. Accordingly, no further action is deemed necessary.

Event description:
During trial of cranial electro stimulatin for add pt, observed effect at low settings. After about 3-5 minutes an odd sensation in the chest was experienced. This stopped immediately when the stimulation was removed. No further use of the machine occurred.